Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator, had a power on reset warning and a lead warning. No telemetry could be established with the device. The right ventricular lead had no capture. A change out of the device will be scheduled in the future. The device and lead are still in use. No patient complications have been reported as a result of this event.